Event description:
It was reported that when using the bd pyxis¿ es server, users were unable to login.however, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the users were unable to login to the server. A technical support specialist arranged a remote session with the customer, during which they reported an issue with server login, logged into the server to investigate and identified that the existing certificate had expired, uploaded a new certificate, bound it to the server profile, and executed the required powershell commands in accordance with knowledge article (ka) how to install server certificates, resolving the issue. The system functioned as intended after the technical support specialist troubleshot the device.